Event description:
Event description cpi received information that the patient's cronic model 0030 lead is exhibiting increased thresholds and impedance measurements since implant and r-waves have increased. No inappropriate therapy has been delivered and no non-sustained events have been observed. It was further reported that the patient also has a separate implantable pulse generator (ipg) that appears to be functioning appropriatley without any evidence of threshold or oversensing issues.